Manufacturer narrative:
H.6. Investigation: zero (0) samples were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps could not perform a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections since the batch number is unknown. Since the sample was not received and the lot history is unknown, investigation cannot be performed as a sample is required to investigate further. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process. H3 other text : see h.10

Event description:
It was reported that the pen ii organon puregon® pen second gen was supposed to have product for 4 total doses, but there was only enough medication in it for "3 doses of 225 iu". The patient went to a fertility center, where it was determined the pen was being used properly. Another product unit was given to the patient via the pharmacy so the final dose was not missed. The following information was provided by the initial reporter: "it was reported that the patient had previous experience using purego.n the patient referred that according to the prescribed dose of puregon 900 iu, batch number: s006425, unknown expiry date, there should have been produc for 4 total doses and there was only for 3 doses of 225 iu. Th patient thought that it would last for the penultimate dose but not for the last one. The patient went to fertility center (ivi) and they told her that she was using puregon properly alleging that the issue may be related to a product defect. The patient did not miss a dose as she was given another product unit from the pharmacy. No visible damaged ware observed on puregon, neither any issue related to the device counte"

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the pen ii organon puregon® pen second gen was supposed to have product for 4 total doses, but there was only enough medication in it for "3 doses of 225 iu". The patient went to a fertility center, where it was determined the pen was being used properly. Another product unit was given to the patient via the pharmacy so the final dose was not missed. The following information was provided by the initial reporter: "it was reported that the patient had previous experience using puregon the patient referred that according to the prescribed dose of puregon 900 iu, batch number: s006425, unknown expiry date, there should have been product for 4 total doses and there was only for 3 doses of 225 iu. The patient thought that it would last for the penultimate dose but not for the last one. The patient went to fertility center (ivi) and they told her that she was using puregon properly alleging that the issue may be related to a product defect. The patient did not miss a dose as she was given another product unit from the pharmacy. No visible damaged ware observed on puregon, neither any issue related to the device count"